Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect processor/bridge/pace board was returned. Testing of the processor/bridge/pace board verified the reported malfunction. The customer received a replacement board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.